Event description:
A male with a cardiac history of chf was undergoing a diagnostic cardiac catheterization. During the case the fluoroscopy ceased to function. An error message on the fluoroscopy screen stated "system reset required". The system reset and became operational within five mins. The case was completed without pt harm or injury. Ge was contacted and responded.